Manufacturer narrative:
The customer did not have any more issues after the service actions were performed. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a glucose value of 3 mg/dl and it repeated as 90 mg/dl. The glucose reagent lot number was 661054. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer adjusted the gear pump pressure, checked the rinse/cuvette volumes, replaced the sample probe, and performed probe adjustments. The last calibration was ok.